Manufacturer narrative:
As stated by the instructions for use, error 1 is a continuous acoustic signal given by the pump in case of incorrect reset. The service found that the battery contacts were dirty (oxidation or residue of drug): this situation can lead to an inconstant contact with the battery and give problem with the reset. In this particular case, the pump remains in the company for scrapping, as agreed with the customer. No patient involvement.

Event description:
The customer reported the pump displays error 2.